Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient going through an MRI procedure, implanting a damaged stimulator, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the patient engaged in twisting/bending. The patient had been working on a lawn mower, bending, twisting, and straining, and heard a pop. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the leads were slightly perforated at pocket site and a possible infection. Although no signs of infection were present, the patient was prescribed a course of antibiotics, and an explant procedure was performed on (B)(6) 2023. No further issues were reported, the therapy reduced their pain substantially, and the patient plans to be re-implanted.